Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during basal delivery with multiple cartridges. Blood glucose was 170 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.